Event description:
On (B)(6) 2025, the user's caregiver reported that the ilet screen became unresponsive after the user leaned on it while it was in a pocket. The damage occurred on (B)(6) 2025. The screen was showing black spots and the device could no longer be used. The user resorted to backup therapy. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.